Event description:
It was reported that the patient had multiple driveline communication fault alarms that the patient would silence. The patient called the clinic to inquire why the alarms were occurring and the alarms were noted on the history as well. Log files were submitted for review and captured driveline comm faults starting (B)(6) 2024 at 1306 and continued until (B)(6) 1931 when they resolved. Both comm a and b faults were noted. No debris was seen in either connector. The patient's modular cable and system controller were exchanged, and log files were submitted for review to confirm the communication problem had resolved. Log files captured routine events post exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline communication fault alarms was confirmed via analysis of the log files. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was submitted and downloaded for review that showed overlapping events spanning approximately 34 hours (B)(6)2024 at 07:15:18 ¿ (B)(6)2024 at 17:35:32, (B)(6)2025 per timestamp). Events occurring on 08jan2025 were recorded during testing at abbott. Driveline communication fault alarms that were associated with a com b fault were active on (B)(6) 2024 from 13:06:51 ¿ 19:31:01. The alarms appear to have resolved on their own. The driveline was disconnected on (B)(6)2024 at 16:01:16 for a system controller exchange. There were no other notable alarms active in the log file. The controller was connected to a test power module, system monitor and mock loop and was functionally tested. The controller was able to operate the system without any issues or alarms activating. Additionally, the system controller and returned modular cable were connected to a mock loop and test power module and run on a mock loop for an extended duration without any issues or alarms activating. The system controller functioned as intended throughout testing. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.